Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn was calling to report that an intra-aortic balloon (iab) was removed at 1730est on (B)(6) 2016 because blood was noted in the tubing. The rn stated that the patient had a decrease in urine output and the doctor chose to reposition the iab. Momentarily after repositioning, a small amount of blood was noted in the tubing. The rn was unsure if the pump was placed in standby during repositioning (the clinical support specialist and rn discussed the recommended method) and she stated that the iab was removed at the bedside without difficulty or complications. Another iab was not inserted as the patient is currently stable on pressors. Length of time prior to the event was four days.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fiberoptix sensor (fos) iab. A kink was immediately noticed within the packaging. The distal end of the teflon sheath was approximately 39.9cm from the iab distal tip. The teflon sheath was connected to the iab hemostasis cuff which was connected to the cathgard. Blood was observed on the exterior of the sheath, cathgard, bifurcate and on the interior of the sheath sidearm, bladder, outer lumen and short driveline tubing. The one-way valve was connected and tethered to the short driveline tubing. Blood was noted on the one-way valve. The bladder was fully unwrapped. A kink was noted at approximately 73.3cm from the iab distal tip. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" (low light) and "pl" (pressure limit), indicating a possible broken fiber. The fiber was found broken approximately 73.6cm from iab distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iab was submerged in water and leak tested. Air was immediately noticeable from the bladder membrane. Also, air was being released from the iab luer and the central lumen was observed broken. Upon further microscopic investigation the central lumen was confirmed broken at 73.7cm from the iab distal tip. Upon microscopic inspection of the bladder leak site, abrasions were observed at approximately 22.9cm from the iab distal tip. A full thickness abrasion to the bladder was confirmed and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. A lab-inventory 0.025 inch spring wire guide (swg) was back loaded through the iab distal tip. The swg could not advance at approximately 73.6cm. Blood was noted on the swg upon removal. The swg was front loaded through the iab luer. The swg could not advance at approximately 9.2cm from the iab luer. No blood or debris was noted. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. The broken central lumen and/or bladder leak allowed blood to enter the helium pathway. It is unclear whether the central lumen broke first or bladder leak occurred first. The kink may have been a result of repositioning the iab.

Event description:
It was reported that the rn was calling to report that an intra-aortic balloon (iab) was removed at 1730est on (B)(6) 2016 because blood was noted in the tubing. The rn stated that the patient had a decrease in urine output and the doctor chose to reposition the iab. Momentarily after repositioning, a small amount of blood was noted in the tubing. The rn was unsure if the pump was placed in standby during repositioning (the clinical support specialist and rn discussed the recommended method) and she stated that the iab was removed at the bedside without difficulty or complications. Another iab was not inserted as the patient is currently stable on pressors. Length of time prior to the event was four days.